Event description:
The patient reported swelling at their incision site after experiencing a fall. The patient was advised to not wear the device until the physician looks at the incision site. During their follow-up appointment on (B)(6) 2024, infection was not confirmed and antibiotics were prescribed as a precaution. Additionally, an x-ray was performed which revealed migration occurred and there is a bend close to the circuitry. However, the patient is doing well, the incision has healed, and they are reporting 50% relief.

Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device in an off-label location, not achieving paresthesia on the table, not performing an x-ray immediately after the procedure to confirm placement, and inadequate fixation have been ruled out as potential causes. However, the patient experienced a fall which contributed to the reported issue of swelling at the incision site. The stimulator is used to treat pain. The cause of the reported issue is due to severe force applied to the implant (patient fall, accident) as the patient experienced a fall (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy issues. Loss of therapy/no therapy issue rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy issue rates will continue to be tracked and trended.